Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that she infused "50 units" of insulin while priming attached; however, the reporter specifically stated that 50 units "never went through because the pump was not primed". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1: date of submission 09/08/2016 - a follow-up was initiated with the reporter and upon follow up, the reporter indicated that .50 units of insulin infused while priming attached and not 50 units as previously reported. There was no indication that the product caused or contributed to an adverse event.